Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a patient check the programmer would periodically "drop" its information. This led the user to speculate that there was no (implanted device) output. Troubleshooting indicated that the implanted device was working and it was recommended that the user switch to a different programmer model. This resolved the issue and there was no more "dropped" information. The programmer has not been received into service. No patient complications have been reported as a result of this event.